Manufacturer narrative:
The reported device was received for evaluation. A visual inspection confirmed the reported complaint condition. The clips on the introducer appear to have snapped off the introducer hub along with some additional surrounding material, but leaving the wings. Testing was done to try to replicate the damage, but the exact root cause is unknown.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that the user wanted to place a marker after a successful biopsy procedure. When removing the brevera driver, the user noticed that the introducer was not engaged on the distal end of the biopsy device adapter. They fixated the introducer manually and proceeded. While fixing the marker spacer on the introducer one of the wing tabs broke off and the introducer was pulled down into the breast tissue. The introducer completely folded in the breast. No injury reported. The introducer was removed intact from the breast, but the marker was not able to be placed.